Event description:
The customer contacted physio-control to report that the charge and shock buttons on their device would not respond when pressed. This would prevent the device from providing defibrillation therapy, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer contacted physio-control to report that the charge and shock buttons on their device would not respond when pressed. This would prevent the device from providing defibrillation therapy, if necessary. There was no patient use associated with the reported event. The customer contacted physio-control to report that many of the buttons on the keypad would not respond when pressed. When asked for additional information, the customer said that he thought that neither the charge or shock buttons would work. This failure could prevent the device from providing defibrillation therapy, if necessary. There was patient use associated with the reported event. The customer advised that the patient was having their blood pressure monitored and that defibrillation therapy was not necessary. There were no adverse effects to the patient due to the reported failure. No additional patient details were provided. Physio-control evaluated the device and was unable to verify or duplicate a failure of the charge or shock buttons to respond when pressed. It was observed that the transmit button on the small keypad assembly was permanently depressed; however, this issue only affected non-critical buttons on the device. The power, charge and shock buttons all functioned properly and the device would deliver defibrillation therapy when prompted. Physio replaced the small keypad assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed small keypad assembly at the failure analysis center and determined the cause of the failure to be due to the left side of the transmit button being depressed in the shorted position.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.